Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 433 mg/dl and excessive vomiting. The customer's mother stated that the customer uses a model mmt-399 quick-set infusion set and last changed her infusion set the day before the event. A history anomaly was found. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.